Manufacturer narrative:
Novocure medical opinion is that a contribution of the array placement to the medical device site ulcer and wound infection cannot be ruled out. Risk factors for medical device site ulcer and wound infection in this patient include: prior radiation, chemotherapy, surgery affecting skin integrity and prior bevacizumab (vegf inhibitor which carries a black box warning for surgery and wound healing complication. Source: bevacizumab prescribing information). Medical device site ulcer is an expected adverse event with optune therapy with an incidence of 1% reported in the pivotal ef-11 trial in patients with recurrent gbm. Wound infection was not reported as an adverse event in the pivotal ef-11 recurrent gbm trial. There have been 89 reports of wound infection in the commercial program to date.

Event description:
A (B)(6) year old male with recurrent glioblastoma (gbm) began optune therapy on (B)(6) 2013. On (B)(6) 2020, the patient's son reported that the patient had been hospitalized due to an infection and treated with intravenous antibiotics. Prescriber stated that the hospitalization was due to lethargy, secondary to gbm progression and concurrent infection, treated with antibiotics. Cause of the event was related to gbm progression and increase of right subdural fluid collection due to scalp wound/ulceration from optune therapy. On (B)(6) 2020, the son informed novocure that the patient died that morning. Prescriber confirmed the death was due to gbm progression and unrelated to optune therapy. While investigating this event, novocure became aware of previously unreported serious adverse events. According to medical records, on (B)(6) 2017, patient underwent wound debridement surgery after developing three scalp ulcerations. On (B)(6) 2017, optune therapy was temporarily discontinued. On (B)(6) 2018, patient restarted optune therapy. In (B)(6) 2019, patient showed worsening signs of wound infection on the scalp. In (B)(6) 2019, patient experienced ongoing skin toxicity, non-healing skin ulcers, and eventually cranium hardware exposure. Optune therapy was temporarily discontinued. On (B)(6) 2019, prescribing physician noted stable anterior scalp ulceration with eschar and no evidence of surrounding edema, erythema, or warmth to suggest recurrent infection. On an unknown date, patient resumed optune therapy. Patient was instructed to continue with the skin clinic for wound care and to avoid the affected areas when placing the transducer arrays on the scalp. On (B)(6) 2019, patient developed a severe skin ulcer with exposed hardware. Per surgical note, this was secondary to surgical resection and scalp radiation. The patient underwent craniotomy surgery for hardware removal and debridement of the wound. The patient resumed optune therapy in (B)(6) 2019, for approximately one month, but temporarily discontinued optune for three days in (B)(6) 2019, due to skin issues. On (B)(6) 2019, the son reported that the patient developed skin ulcers on the scalp and had a scheduled appointment with a plastic surgeon. Optune therapy was temporarily discontinued. On an unknown date, patient was treated with wound vac machine to help with healing. On (B)(6) 2019, the prescribing physician reported that the patient had not been hospitalized and that plastic surgery was monitoring and had treated the patient with wound care therapy. Prescriber stated the cause of the event was chronic disability and immobility. Patient was not taking steroid medication or bevacizumab at that time. On (B)(6) 2019, the patient resumed optune therapy. On (B)(6) 2019, the son informed novocure that the patient had developed a skin irritation with bleeding sores on the scalp. On (B)(6) 2019, patient underwent wound revision surgery due to cranium bone exposure. Artificial skin grafts and wound dressings were placed to aid in wound healing. The wound dressings were removed approximately one week later and revealed purulent drainage from the surgical revision site. Patient resumed optune therapy in (B)(6) 2020.